Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced device erosion, dyspareunia, chronic pelvic pain, and device explantation.

Event description:
Additional information received on 07/6/2023 indicates that on (B)(6) 2020 the patient experienced recurrent persistent fecal urgency/incontinence with hematuria.

Event description:
Additional information received on 02/10/2023 indicates the following: beginning 1/1/2020 through 10/26/2021 the patient experienced urinary tract infections and recurrent rectocele.

Manufacturer narrative:
Correction: medical device name, common device name, item number, catalogue number, UDI number, medical device term, investigation conclusion term. The lot number was reviewed for complaint trend, nonconforming report and CAPA.¿ there was no complaint trend nor capas identified as associated with this lot. Devices met specification prior to release and no trends were noted. Trends were noted.